Manufacturer narrative:
UDI of suspect device: (B)(4). Brand name, initial report inadvertently reported the incorrect brand name. Type of device: initial report inadvertently reported the incorrect type of device. Model #, serial #, lot #, expiration date, other; initial report inadvertently reported the incorrect device information. Operator of device, initial report inadvertently reported the incorrect operator of the device. Implant date: initial report inadvertently reported the incorrect implant date. Device manufacture date: initial report inadvertently reported the incorrect manufacture date. Labeled for single use: initial report inadvertently reported the incorrect single usage of the device. Usage of device: initial report inadvertently reported the incorrect usage of the device.

Event description:
It was reported on (B)(6) 2016 that a low output current warning was received for a patient's device when the output current was increased from 0.5ma to 0.75ma. There was no high impedance message, and no diagnostics were performed. The patient was seen again on (B)(6) 2016, and the patient's output current was still at 0.75ma. Diagnostics were performed, and all results were within normal limits. The patient's output current was increased to 1.0ma, and no low output current message was received. No further relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: follow-up report #1 inadvertently reported the incorrect brand name. Type of device ¿ name, corrected data: follow-up report #1 inadvertently reported the incorrect type of device. Model #, serial #, lot #, expiration date, other; corrected data: follow-up report #1 inadvertently reported the incorrect device information. Operator of device, corrected data: follow-up report #1 inadvertently reported the incorrect operator of the device. Implant date, corrected data: follow-up report #1 inadvertently reported the incorrect implant date. Device manufacture date, corrected data: follow-up report #1 inadvertently reported the incorrect manufacture date. Labeled for single use, corrected data: follow-up report #1 inadvertently reported the incorrect single usage of the device. Usage of device, corrected data: follow-up report #1 inadvertently reported the incorrect usage of the device.

Event description:
After receiving the programming history and further testing (replicating the issue in house using a demo m106 generator), it was found that a partial programming event was occurring but was not logged by the software. When reviewing the requirements for the software, it was found that this is a known issue and the requirement states that the partial programming events will be logged only for older model generators (m101 and m102). Therefore, this is considered expected behavior.